Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Homemonitoring reported shock impedance out of range. All other values appear stable and no noise on recordings. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.